Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a sensor error alert. Customer stated the sensor has been inserted for 2 days and 13 hours and appears to be fully inserted and flat against the skin. Customer stated the alert occurred after initialization. Customer stated there is no damage on the connection bridge or pins. Transmitter passed the test plug procedure. Customer removed the sensor and stated the sensor was broke. Blood glucose level is 138 mg/dl. Nothing further reported.